Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "rupture saline implant". This record is for the right side. Device was explanted. Device was discarded. Patient underwent capsulectomy.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted. Device was discarded. Patient underwent capsulectomy.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-01470. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.